Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the galileo neo instrument at the customer site on (B)(4) 2015. The customer returned the blood sample to the immucor laboratory for investigation, which yielded unexpected negative results when tested against retention product on (B)(4) 2015. The testing at the customer site with capture-r ready-screen (pooled cells) on the galileo neo instrument was also unexpectedly negative. The immucor laboratory also tested retention product on (B)(4) with known antisera, and the retention product performed as expected. An immucor field service engineer (fse) visited the customer site on (B)(4) 2015 to assess the testing instrument. The fse found the instrument washer residual volume to be out of specification, so the fse adjusted the washer grub screws, and the residual volume was subsequently corrected to be within specification.

Event description:
On (B)(6) 2015, an immucor employee visiting a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (pooled cells) on a galileo neo instrument.